Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this implantable cardioverter defibrillator (ICD) displayed out of range shock impedance measurements during a follow up. Data was sent for boston scientific technical services (ts) for review. Ts discussed performing normal follow up and considered increasing the alert limit from nominal to 150 to 175 ohms. No adverse patient effects were reported. The patient was discharged home.